Event description:
It was reported that the dexcom g6 continuous glucose monitor (cgm) and transmitter connection to the ilet pump failed to maintain pairing after the user was away from the pump, with repeated reconnecting and subsequent ¿transmitter not found¿ alerts; troubleshooting included attempting sensor reconnection and restarting the ilet. No adverse clinical symptoms were reported while cgm glucose data was unavailable. Outcomes included interruption of cgm-driven insulin automation. User support included guided troubleshooting and device restart, with direction to check for software updates and to contact the cgm manufacturer for transmitter replacement if the alert persisted. Investigation of this case revealed a cgm communication or pairing failure between the ilet and dexcom g6 system, with no evidence of hardware damage or alarm beyond the connection alert. It was concluded, based on previously established findings for similar reports, that the cause was a cgm transmitter-pump communication issue consistent with pairing failure.